Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic'), vaginal haemorrhage ('vaginal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst on (B)(6)2010, paratubal cyst, endometrial ablation, endometriosis, vaginal delivery (2) and abdominal pain. On (B)(6)2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), psychological trauma ("psych injury"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (ablation and d&c on(B)(6)2009 and hysterectomy (full), salpingectomy (unilateral)). Essure was removed on(B)(6)2010. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, urinary tract disorder and bladder disorder had resolved and the vaginal haemorrhage, psychological trauma, depression, anxiety, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, pelvic pain., left tubal ostia there were 3 visible coils, other ostia there was 1 visible coil. Discrepancy in insertion date - (B)(6)-2006 and (B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: 1. Essure device optimally positioned. No evidence of persistem filling defect to suggest mass. No evidence of contrast leak.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on(B)(6)2020: ppf received events " uti, post procedural complication" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, urinary tract disorder and bladder disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- new events abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding., psych injury¸ bladder problems, urinary problems were added. Outcome of pelvic pain updated to recovered / resolved. Patient information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic'), vaginal haemorrhage ('vaginal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding),') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst on (B)(6) 2010, paratubal cyst, endometrial ablation, endometriosis, vaginal delivery (2) and abdominal pain. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and psychological trauma ("psych injury"). The patient was treated with surgery (ablation and d&c on (B)(6) 2009 and hysterectomy (full), salpingectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, urinary tract disorder and bladder disorder had resolved and the vaginal haemorrhage, psychological trauma, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, pelvic pain. Left tubal ostia there were 3 visible coils, other ostia there was 1 visible coil. Discrepancy in insertion date - (B)(6) 2006 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: 1. Essure device optimally positioned. 2. No evidence of persistem filling defect to suggest mass. 3. No evidence of contrast leak. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: plaintiff fact sheet received. Event vaginal bleeding, depression & anxiety were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.